Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the proximal left anterior descending (lad) artery. A 2.5x15mm trek balloon dilatation catheter (bdc) was used successfully to pre-dilatate the lesion, followed by deployment of a 3.0x38mm xience prime stent implant. During advancement of the 3.5x12mm nc trek bdc into the guiding catheter for post-dilatation, the bdc shaft separated. Reportedly, there was no resistance noted with the guiding catheter. The separated bdc was withdrawn without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 3.5x12mm nc trek was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.